Manufacturer narrative:
The hcg+b reagent lot number was 79231401 with an expiration date of 30-sep-2025. The calibration was last performed on 01-mar-2025 and it was acceptable. Qc was acceptable. The alarm trace showed an abnormal aspiration (sample pipetter s1) alarm. The field service engineer (fse) found a defective valve (component failure) in the prewash flow path. He performed the following actions: decontaminated the procell flow path. Replaced measuring cells. Performed blank cell calibration, and adjustments of the measuring cell and the prewash sippers. Replaced tubing and packing and performed prewash sipper adjustments and checks and found that the prewash dispense was low. Replaced the valve bank for the prewash flow path including the solenoid valves. Conditioned the measuring cell and performed blank cell calibration and instrument check. The instrument was fully operational. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 analytical unit. Sample 1 (patient 1): initial result: <1 miu/ml (accompanied by a data flag). Repeat result: 18760 miu/ml (tested on a different e801). Sample 2 (patient 2): initial result: 0.426 miu/ml (accompanied by a data flag). Repeat result: 43552 miu/ml (tested on a different e801). The physician questioned the initial result for sample 1. No questionable result for sample 2 was reported outside the laboratory and sample 1 and sample 2 were repeated. The repeat results were deemed to be correct.